Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Mfg site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was unpacked on an unknown date. According to the complainant, the product packaging was damaged. Despite several attempts, the details of the product issue could not be ascertained. No patient complications have been reported as a result of the event. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.